Manufacturer narrative:
Additional information: model # and MFR date.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter was tested and microscopic investigation revealed evidence of fluid ingress within the distal shaft. The fluid flowed outside of the irrigation tubing and into the tygon tubing just proximal to the handle. Multiple short circuits were detected during electrical testing. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed irrigation leak test, fluid ingress, and the observed short circuits.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.